Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("gynecologic bleeding disorder") in a (B)(6)-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included intracranial venous sinus thrombosis (after childbirth) and parity. Due to risk of reoccurrence of sinus thrombosis after child birth, she could not have child birth again. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("pain in hip") and abdominal distension ("heavy swelling of stomach"). The patient was treated with surgery (hysterectomy for essure removal). Essure was removed. At the time of the report, the genital haemorrhage, arthralgia and abdominal distension had resolved. The reporter considered abdominal distension, arthralgia and genital haemorrhage to be related to essure. The reporter commented: an article with essure ae found during social media monitoring by (B)(4). Article has been published in seura magazine, pages 3, 18-23. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.